Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. Additionally, the customer was reusing the cartridge and using cold insulin in cartridge. The customer was educated on the proper load techniques. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.